Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(6). B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the dso seal bubbled, a scratched lcd screen and a worn upstream occlusion (uso) seal. Review of the event history logs was not performed. Functional testing was not performed; the bubbled dso seal was confirmed upon visual inspection. The cause of the reported issue is a damaged dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited a bubbled downstream occlusion (dso) seal. Per the reporter, there were no patient adverse effects.